Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient had a question about their intrathecal morphine pump. The reason for call was for stimulation therapy for chronic pain. It was noted that the patient has had an intrathecal morphine pump ever since (B)(6) 2006. It was stated it was very, very helpful and made the patient¿s life more enjoyable for many years. It was stated that had it not been for this technology, the patient¿s illness would have taken a serious toll on them years ago. It was noted that the patient¿s pain was no longer being controlled by the pump anymore, and it was brought to the patient¿s attention that in (B)(6) 2017, after a routine pump refill, the patient found out from the hospital that the patient could have been exposed to a dangerous bacteria that was found in the same area that the medication used to refill my pump was mixed in. It was inquired what process the medication has to go through to be mixed. It was noted that the patient has been in the intensive care unit (ICU) once since the before mentioned pump refill, and was currently back in the hospital fighting and unknown "whatever" in my blood. It was inquired if the pump has out lived its usefulness and needs to be removed before the patient loses the life they still have left to live. The patient was advised to follow up with current healthcare professional to address the mentioned issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jul-11 reported the patient first started experiencing the pump no longer controlling the patient's pain in late (B)(6) 2017. It was noted that the bacteria was discovered in the pharmacy hood, but this did not result in an infection in the patient. The patient's hospitalization was unrelated to the patient's pump function or bacterium in the hood. The hood was tested by a technician and pharmacist suspected the technician contaminated the hood while testing. Repeat tests were negative for bacteria growth and testing right before technician was negative. The patient's pump was controlling the pain somewhat. It was noted that there was no suspicion of a pump malfunction. The pump dose was increased. The pump no longer controlling pain and the medication mixed with a dangerous bacterium was resolved. The patient's weight at time of event was (B)(6). No further complications were reported/anticipated.